Event description:
This notification was opened for review for a simplygo device. The device was returned to a third-party service center for evaluation. During the evaluation process, the following simplygo device was identified with defective pca as per document fc 16-700-750, the simplygo had a thermal event with burn marks. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. The delay in reporting resulted from the complaint initially being assessed as not meeting the criteria for reportability. Upon subsequent review, it was determined that the initial assessment was inaccurate, and the event should be classified as reportable. A report is being submitted in accordance with regulatory requirements. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.